Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from a hospital in (B)(6). The title of this report is ¿minimally invasive fixation of fractures of the phalanges and metacarpals with intramedullary cannulated headless compression screws¿ which was published in april 2015 and is associated with the stryker autofix system. Within that publication, post-operative complications/ adverse events were reported. It was not possible to ascertain specific device catalog or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 4 complaint were initiated retrospectively for different adverse events mentioned in the literature. This product inquiry addresses loss of reduction. The study states, ¿the exception was a comminuted fracture in a proximal phalanx treated with the axial strutting method, which had an unrecognized articular extension and underwent secondary displacement, with a poor result (tam, 150°). [¿]. Secondary displacement occurred in one basilar proximal phalanx fracture, which was in retrospect an error in judgment.¿